Manufacturer narrative:
The technician replaced the worn cable to repair the bed.

Event description:
Information received indicates the hi/low cable on the left side is worn, insulation is eaten away and wires are exposed.